Event description:
It was reported by the patient that the pod is causing the site to have a red rash, oozing and causing the site to have scars.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar. No lot release records were reviewed, as the product lot number was not provided.